Event description:
A customer in germany notified biomérieux of a misidentification of streptococcus constellatus in association with vitek® 2 gp ID test kit (ref 21342), lot 2420457403. Vitek® 2 gave a low discrimination result between three different streptococcus species, none of which were streptococcus constellatus, when testing a cerebral abscess isolate from a (B)(6) patient. The customer tested the isolate with api strep and maldi-tof and both gave an identification of streptococcus constellatus. The customer stated there was a delay greater than 24 hours in reporting the result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customer reported setting up the strain from cos and incubating in co2. Age of culture was not given. One lab report was submitted showing a low discrimination identification of s. Anginosus / s. Gordonii / s. Sanguinis. There were four (4) atypical reactions (atypical +:lac, dman and atypical -: aglu, o129r) for an identification of s. Constellatus according to the gp knowledge base. An increased number of atypical reactions can indicate contamination, mixed culture, use of non-recommended media or other user set up errors or an atypical strain. However without the strain or raw data it's not possible to further evaluate the cause of the misidentification. Gp lot # 2420457403 met final quality control (qc) release criteria. This lot passed initial qc performance testing.